Event description:
Patient had her original surgery with calaxo screw in 2007. She presents post-op condition with a lump and swelling on her leg six months after the surgery. A revision surgery has been scheduled for a debridement, bone graft and checking the integrity of the ligament. There is no additional info available at this time.

Manufacturer narrative:
Product recall initiated august 21,2007.